Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer. Additional information was not provided. Multiple follow up attempts were made by tandem technical support to obtain additional information; however no response was received from the customer.